Manufacturer narrative:
Batch review performed on 12 september 2022. Lot 2002617: 90 items manufactured and released on (B)(6) 2020. Expiration date: 2025-jul-09. No anomalies found related to the problem. To date, 77 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting thigh pain and the cause is unknown. About 1 year and 5 months after the primary surgery, the surgeon revised the medacta head and competitor liner. The surgery was completed successfully.